Event description:
While a pt was in machine, the pt crashed with a blood pressure of 60 approx 30 minutes into the treatment. The customer reported it was noticed during the preparation phase that the saline bag was drained more than usual, however, the nurse continued to put the pt into treatment. The pt was taken off the machine and required a significant amount of fluid, an approximation could not be given. Once the pt's bp was stable the pt was put on another machine and continued dialysis. The pt was ok.

Manufacturer narrative:
This was the second of two similar incidents with this particular machine. The MFR's tech tested the machine on-site at the user facility and the incident could not be duplicated. The machine was returned to the MFR for further eval and it was determined the problem was due a faulty valve on the balance chamber.